Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, bent pins or damaged electrode belt connector) has been confirmed. Upon investigation, the trunk cable pulse wire inside the distribution node (dn) was pinched. This caused the wire to break inside the insulation, causing the adjust belt or check belt messages. The root cause of the damage was unable to be positively identified, but was likely physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor-belt connection) was confirmed. Upon investigation the monitor's electrode belt connector was pulled from the monitor case. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged wire or damaged monitor-belt connector. The patient received a replacement electrode belt and monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report several check belt messages. He also reported that the electrode belt to monitor connection was not secure. The patient was issued a replacement electrode belt and monitor.